Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 15-dec-2017 with the following findings: during investigation, the battery compartment was found to be cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 15-dec-2017.